Manufacturer narrative:
The pump passed active current test and sleep current test. Successfully downloaded history files and traces using thump. No failed battery test noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 31.0 received the lowbatteryalert (104) on (B)(6) 2025 13:09:01 faster than expected at 3.4 days. Battery cycle 11.0 received the low battery alert (104) on (B)(6) 2025 23:36:00 after more than 7 days at 18.37 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Verified pump alarmed failed battery test on (B)(6) 2025 03:13:55 in pump downloaded history pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment. Customer experienced an unexpected power loss of less than 7 days per the pump history records. No failed battery test noted and passed all required testing. Confirmed corroded battery tube. Confirmed damage located at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump faults, specifically needing to shut down the pump for a couple of minutes when changing the battery, and received replace battery alarm and battery failed alarms. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed, and the customer verified the use of rechargeable batteries. The customer alos reported that there was no damage to the battery cap contacts or compartment springs. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the customer's response was that the device would be returned.